Event description:
The customer reported that following a diagnostic catheterization procedure, an attempt was made to deploy a vasoseal elite. The operator blunt dissected around the locator wire with hemostats, which is his normal practice. He then deployed the j segment and located the arteriotomy. The green marker was visualized at the skin level. The tissue dilator was advanced over the locator, but resistance was met. After a few attempts to advance the dilator it was removed and the operator retracted the j segment on the locator. A second blunt dissection was peformed to dilate the tissue tract further and it was reported that it felt as though he broke through the fascia. The j segment was re-deployed and the tissue dilator was advanced down until the markers lined up. When the dilator lined up with the marker, it was noted that resistance was not felt any longer and the locator pulled out. At this point the locator was inspected and the locator was cut open. The j segment was missing and appeared to have broken off at the weld. Fluoroscopy was performed on the patient's groin and the j segment was visualized in the profunda. A vascular surgeon was consulted and it was determined that the j segment would not be retrieved. A second vasoseal elite device was deployed with good results. No patient complications were reported.

Manufacturer narrative:
Since the device was not returned to datascope for evaluation, we could not determine the specific root cause of the reported complaint. However, based on the reported description of the damage noted to the locator following deployment and our commercial experience with vasoseal elite, we believe that the most likely cause of the reported complaint is that the j segment may have been pulled into the tissue tract during the first attempt. At that point, when the dilator was advanced and resistance was met, the resistance may have been caused by the dilator being advanced over the j segment. This would cause the j segment to bend and fold over on itself, weakening the j segment. Attempting to advance or retract the folded j segment would further weaken the j segment at the crimp junction and cause the j segment to break off. Step 6 of the locator/sheath placement section of the vasoseal elite instructions for use states that once the j segment has been engaged at the arteriotomy, do not pull up or put tension on the locator, but rather maintain its position at the arterial puncture. Close attention should be paid to the stripes on the locator during advancement of the locator and dilator, to assure proper placement. During the manufacturing process, samples are inspected from each lot of vasoseal elite to assure that there are no deviations from the specifications. We have reviewed the manufacturing records of this lot of vasoseal elite. Our review of these records indicated no deviation from specification for this production lot.